Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient dislocated due to joint instability resulting in revising to a longer neck.